Event description:
A malfunction alarm was reported by the customer, characterized by a communication error with the memory. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided reset information and assisted the customer with resetting the pump, which resolved the issue. The customer was informed to continue using the pump and to call back if the malfunction code recurs.